Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that the patient experienced ventricular fibrillation, during which the device triggered anti-tachycardia pacing (atp) and shock therapy. However, the delivered shocks were ineffective in terminating the arrhythmia. An external defibrillation was performed. Following the event, the device indicated end of service (eos) status. The patient was subsequently hospitalized. The patient passed away on 20th september, eight days after the incident.